Manufacturer narrative:
The type iiia endoleak was observed on (B)(6) 2019 at the left leg (at the transition to the stent). Aneurysm growth was also noted - the aneurysm diameter was noted to be 70mm. The aneurysm size at the time of the index procedure for the endoanchors was 60mm. The event was assessed by the investigator to be probable related to the endograft. No intervention is planned due to consideration of the patient's age. The sponsor has assessed the event as not related to the device or procedure and to be casually related to the aneurysm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. Approximately 7 years and 3 months post index procedure a heli-fx endoanchoring system was used in conjunction with an endurant cuff for the endovascular treatment of migration and a type ia endoleak. It was reported that approximately 2 years and 1 month later a type iiia endoleak was observed. The event has been deemed by the investigator to have an unlikely relationship to the index procedure and device. No additional clinical sequelae were reported and the patient is reported to be continuing without treatment.